Manufacturer narrative:
Device passed displacement test and self test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in device history due to broken pin 6 trace on keypad assembly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer noticed absence of audible sensor alarms, after performing self-test. Self test failed again. No harm requiring medical intervention was reported. The device will be returned for analysis.